Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient stated that he has had two infusion sets separate today (2007). He stated that he found the first tubing was separated when he went to bolus. He stated he changed his infusion tubing and his blood glucose was not affected. He stated that later he smelled insulin and discovered that his infusion tubing had separated again. He stated that he changed his infusion tubing and bolused to lower his blood glucose. He stated tht he did not check his blood glucose, but he could feel it was high because he was "hot, sweaty, and dizzy." His normal blood glucose range is 90-130 mg/dl. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was discarded, therefore, no product will be returned for evaluation.